Event description:
It was reported that there was a failure to deliver therapy on the implantable cardioverter defibrillator (ICD). It was then noted that the patient passed away.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.